Event description:
Report received of an over-delivery of tpn. The pt was receiving tpn at 60ml/hour on channel a of the triple channel device. It was unknown what was infusing on the other pump channels. Approx 1 hour and 50 minutes after the tpn was started, the rn noted that 1000ml of the tpn had been infused. The pump was removed from clinical service with all tubings still loaded into the device and was placed in the unit manager's office. It was reported that the pt's blood sugar level after the reported over-delivery incident was in the 400's. The pt's baseline blood sugar levels were reported to be in the 120's. The pt did not require any additional dialysis treatments. The pt was observed and no medical interventions were required. The customer contact reported that there was no pt injury.